Event description:
It was reported that due to inflation issues because the cylinder had burst, the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was later noted that the pump bulb stayed flat due to fluid loss and the hole was in the right cylinder.

Event description:
It was reported that due to inflation issues because the cylinder had burst, the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was later noted that the pump bulb stayed flat due to fluid loss and the hole was in the right cylinder.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of mechanical issues, inflation issue and fluid leak were confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has wear at folds in the cylinder body. The kink resistant tubing (krt) was worn to filament; no leak was found. Cylinder 2 has a large tear in the outer tube in cylinder body attributed to wear with avulsion. The cylinder also has a fatigue leak in the inner tube with broken fabric treads in cylinder body; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump (krt) was worn to filament; no leak was found. The pump was functionally tested and failed the activation test. Based on the results of this investigation, no escalation is required.